Event description:
A surgeon reports a pt has a postoperative visual acuity of 20/20+ distance and 20/100 near. The pt's refraction is +0.25 and a +2.50 add gives the pt 20/20 near vision. Additional info is being requested.